Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted the emboshield nav6 embolic protection system electronic instructions for use (IFU) warns that the device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The barewire filter delivery wire contains a step which prevents the filtration element from coming off the wire. The IFU deviation likely caused the reported difficulty. Based on the information provided, the investigation determined that the reported difficulty was likely use related. Failing to use the provided barewire filter delivery wire as instructed in the product instruction for use resulted in the filter coming off the non-abbott guide wire and difficulty during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. The emboshield nav6 was used with a non-abbott guide wire instead of the barewire. During use, the filter basket became full and could only be pulled partially into the retrieval catheter due to its fullness; however, during retraction, it came off the wire and was free floating. A snare was advanced from both groins and the basket was successfully snared and removed with no debris left in the patient. No additional information was provided.